Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that outer packaging was intact during use, but the cassette leaked water during the vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected. The blue handpiece luer on the irrigation aspiration (I/a) manifold was cracked. The crack appeared to be a straight-line vertical crack along the connector body. The product was tested using the console. The product failed in priming and generated a system message code (leak test failure. Please confirm the irrigation tubing). Leakage was observed from the cracked blue luer connector during priming sequence. Fluid leakage from the blue luer connector prevented the cassette from priming. The observed crack is consistent with a structural weakness potentially introduced during the supplier¿s manufacturing process. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the most likely root cause of the customer¿s complaint is related to an error during the supplier-produced luer connector. The supplier manufacturer has been notified via email communication and made aware of this complaint issue. No additional action is warranted at this time. There is no adverse trend for this event and lot. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).